Manufacturer narrative:
There was a relationship between the returned device and the reported incident. Visual inspection under magnification shows extensive wear on three of the metal electrodes and a detached screen with contamination discoloration and scratch/scuff marks on the spacer and cap. There is a chunk of plastic missing on the spacer. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation, the wand was plugged in to a known good controller and the wand was activated in saline solution at default and maximum settings. Plasma at the tip of the wand was produced on the remaining parts of the electrodes. The suction line was tested and performed as intended. The complaint was verified and the root cause could not be determined with confidence since the device functioned as intended. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event include: (1) there may have been insufficient saline used during the procedure which could create steam that can misinterpreted as fumes. (2) insufficient saline could also result in charring of tissue which could be interpreted as foreign substance. (3) insufficient suction may have been used to excavate tissue (4) rate of ablation (5) power settings (6) prolonged use against dense or bony surfaces. These factors could probably influence the functionality of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Mimb review: assess severity of complaint case to determine if additional action and further inputs are required for inclusion in medical assessment. Determine if a medical assessment would be performed based on a review of the complaint detail and further recommendations from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information surgical ,procedure post-operative care review ,device labeling (including technique guides, ifus, etc.) This case reports during a hip arthroscopy (side unknown this patient had a very tight hip joint. It was reported, once the surgeon pulled the wand out of the joint, the electrode fell off was unable to retrieve the electrode. As a result, the electrode remains inside of the patient. Per report, an x-ray was obtained during the procedure, however, neither the x-ray nor the x-ray findings were provided. The visual inspection concluded there was extensive wear on three of the metal electrodes. The complaint history concluded there were no similar complaint within the past 12 months. The IFU warns reuse of the wand could lead to or result in irregular wear of the electrodes leading to malfunction. Hhe req 447 has been initiated and is currently ongoing. Conclusion: the requested clinical information, operative report and radiographs were not provided. In addition, it is unknown if the IFU for the use of the turbovac were followed. Based on the product evaluation the root cause of the broken tip was likely due to wear. Per report there is no plan to do a revision, there no traumatic injury and the patient is doing fine. Therefore, no further clinical/medical assessment is warranted at this time. Approved by (B)(6) md on (B)(6) 2019.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip arthroscopy procedure on a patient with a very tight hip joint, the doctor pulled out the wand of the joint and the electrode had fallen off. The surgeon was unable to retrieve this and the electrode remained inside the patient. An x-ray was used during the procedure. There was a delay of more than 30 minutes. There is no revision surgery planned due to the issue. No traumatic injury was reported. Patient was fine.